Event description:
Event description cpi received information that during an attempted implant this implantable cardioverter defibrillator (ICD) and transvenous defibrillation and subcutaneous lead system exhibited a <10 ohm impedance, which was repeatable after a 1 joule test shock was delivered. Afterward the device gave a 'device busy' message when interrogated. A high shocking lead impedance was noted when the transvenous lead was tested with a pacing system analyzer.